Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-05409. It was reported the pt stopped using his scs system due to stimulation being non-beneficial since implanted. In turn, the pt has been receiving stimulation in unintended areas. As sjm representative stated otherwise, especially after each time the pt was reprogrammed prior.